Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization, dizziness, minor sneezing and several serious events of vertigo attacks, the patient also alleged multiple stroke protocols on him with esc, nausea, light headedness, vertigo weakness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient previously alleged hospitalization, dizziness, minor sneezing and several serious events of vertigo attacks, the patient also alleged multiple stroke protocols on him with esc, nausea, light headedness, vertigo weakness. This notification was reviewed due to a patient reporting headaches, minor sneezing throughout the day. Based on information available at the time of this review, there is no allegation of any serious injury. The reported events of multiple stroke protocols, vertigo attacks associated with nausea and dizziness and has been admitted to the hospital several times and its reported severity was reviewed by the pms clinical expert. These events are assessed as not related to the device in this case and therefore is not a reportable injury. The reported events of headaches, minor sneezing throughout the day and its reported severity 1 was reviewed by the pms clinical expert. These events are assessed as a non-serious, non-reportable injury. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.